Manufacturer narrative:
E1: phone (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found the device to be slightly worn. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device was found to be functioning as intended. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump had indicated vacuum problems several times. There was unknown patient involvement.